Event description:
The customer reported that during the first seal cycle, the insulation detached from the jaw of the device and fused to the tissue. The insulation was removed from the tissue without any injury to the pt.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.